Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent pancreatic resection with a powered stapler versus manual staple method in the treatment of pancreatic cancer between january 2020 and february 2025. It was noted that patients in the manual stapler group underwent resection with a reload, 60mm extra thick. The patients in the powered stapler group underwent resection with the same triple-row cartridge via the signia stapling system. There were 53 patients included in the study and complications included biochemical leak and post-operative pancreatic fistula, treated with drain re-insertion, percutaneous drainage and antibiotic therapy.

Manufacturer narrative:
Shinjiro kobayashi, keisuke ida, saori umezawa, kazunari nakahara, keisuke tateishi, tomoko norose, nobuyuki ohike, tsuyoshi morimoto, shinya mikami, takehito otsubo. Use of a reinforced triple-row stapler with a powered stapling system reduces the occurrence ofpostoperative pancreatic fistula after distal pancreatectomy. Surgery today. Https://doi.org/10.1007/s00595-025-03123-w medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.